Manufacturer narrative:
(B)(4). Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Reportedly, the cartridge leaked from an unspecified location after the same cartridge was filled with 50 more units. There was no patient involvement as the customer was using manual injections as insulin therapy. Although confirmation was requested as to whether or not the alarm cleared and insulin delivery was resumed, it was unable to be confirmed.